Event description:
The catheter worked well for 2/7 then pressure increased and they were unable to reduce with usual techniques, leading to possible fault. The catheter was explanted.

Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analysed by our quality control laboratory and a visual and functional control were performed. The visual control reveal some deposits (blood) on the catheter and the bolt. The functional control did not reveal any anomaly. When plugged into the monitor, the pressure and temperature were conform. In order to reproduce the dysfunction, a manual stressing of the tube (slight twisting and/or winding on itself), but it did not cause any particular malfunctions. A a result, the catheter is conform to its specifications and the root cause remains unidentified.

Manufacturer narrative:
The device has not been returned for evaluation yet. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The catheter worked well for 2/7 then pressure increased and they were unable to reduce with usual techniques, leading to possible fault. The catheter was explanted.